Event description:
Customer reported that the act button and the arrow buttons are not responding. Customer also reported that the device cycles through the insulin delivery programming by its own. Blood glucose value is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Device had cracked lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.